Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a low blood glucose (bg) level of less than 40mg/dl. The customer was treated with unspecified fluids. The customer was discharged on (B)(6) 2020 with no permanent damage. Reportedly, the insulin gauge was inaccurate which resulted in the customer performing a cartridge change. The customer subsequently performed the fill tubing sequence while connected at the site multiple times and delivered insulin into the body. Reportedly, the customer changed the cartridge and continued to use the pump for insulin therapy.